Event description:
Prior to surgery, there were frequent discoveries of holes and or tears in this paper product which covers the instrument trays during sterile processing. This resulted in the need for immediate use steam sterilization. After having switched to the kc600 cat #34147 from the same company, we have not had any problems.